Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The patient remains on lvad support. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that elevated pump power and flow estimation readings were observed intermittently for the last month or two, with no clinical correlation. The patient presented on (B)(6) 2016 to the emergency department after a syncopal episode. According to the patient, pump flow estimation and power readings were in the 10-plus lpm range for one week. An echocardiogram showed severe mitral valve regurgitation and mild septal bowing. The pump speed was decreased from 9600rpm to 8800rpm. The patient¿s lactate dehydrogenase (ldh) was stable. It was discovered that the patient had severe anemia and was admitted for a gastrointestinal work up. It was reported that the patient has been a ¿known bleeder¿ since implant. On (B)(6) 2016 the pump power had reportedly improved slightly since the patient had been transfused with packed red blood cells. Decreasing the pump speed helped while the anemia was being treated. The pump power continued to run in the 9-11 watts range, with occasional periods when pump power normalized to 5-8 watts. The estimated flows were consistently high. It was reported that severe mitral regurgitation is contributing to the two elevated pump parameters and that the elevated power and flow were not related to a device malfunction. The hemoglobin and hematocrit values normalized and the patient was feeling better. Additional information was requested but has not been provided.

Manufacturer narrative:
The reported elevation in the pump power and estimated flow values were confirmed through the evaluation of the submitted system controller log file; however, a correlation between the events captured and the reported event could not be conclusively determined through this evaluation. Additionally, a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a lower endoscopy had revealed that the patient had polyps and internal hemorrhoids and a capsule endoscopy revealed "venous lakes" venous malformations. Subsequent scopes also revealed arteriovenous malformations and non-specific bleeding in the cardia.